Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on anterior and delamination on valve. Leak test and microscopic analysis was performed which identified: yellow biological tissue inner the shell, delamination (75% partial separation) and sharp opening on anterior. Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure) a sharp opening on anterior assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.